Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage stent that had migration observed during the procedure after deployment. The patient was undergoing a procedure for flow diverter treatment of a right internal carotid artery (r-ica) supraclinoid segment unruptured wide-necked, amorphous aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was also 3.5mm. The distal landing zone was 1.90mm; the proximal landing zone was 3.4mm. Vessel tortuosity was moderate. It was reported that the surgical plan was to implant the pipeline vantage from the right middle cerebral artery (mca) bifurcation to the ica. Soon after the pipeline stent was deployed, it was observed that the distal end of the device dropped from the mca proximal to the aneurysm neck and was no longer covering the aneurysm at all. It was noted that the pipeline had been implanted at the intended location. Another pipeline vantage of the same model was then deployed telescopically from the mca to ica for aneurysm coverage to complete the procedure successfully. Full wall apposition was achieved. No side branch was covered by the pipeline. It was noted that the migration was due to patient's anatomy - there was a vessel diameter disparity and an acute bend at the ica bifurcation. There were no patient symptoms or other complications associated with this event.